Event description:
The lay user/patient contacted lifescan in 2007 and alleged that the display on her one touch ultra meter was cracked. The medical affairs specialist (mas) called and spoke with the patient in 2008 and obtained add'l info. The patient informed the mas that she is not diagnosed with diabetes, but suffers hypoglycemic episodes. Therefore, she does not take any diabetes medications, but relies on the meter results to indicate if she needs to eat. She tests her blood glucose about 4 times/day. In approx seven months prior to original date (exact date/time not provided), she fell on the meter and the display cracked. She was not able to test for about 2 weeks and then developed symptoms of being weak, shaky, couldn't move her legs. She was taken to the emergency room and was kept there for a "whole day before being released". The ER meter result was 23 mg/dl and she was treated with IV glucose. At the time of troubleshooting, it was verified that this was not a new product. However, there was trauma to the meter. This complaint is being reported because the patient alleged she was not able to test on the meter for two weeks due to the reported issue and experienced hypoglycemia, which was treated with IV glucose. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.